Event description:
It was reported that a balloon would not deflate properly. A percutaneous transluminal angioplasty was being performed in the iliac artery. After inflation, the 5mm x 100mm x135cm sterling balloon was unable to properly deflate. Several negative pressures were applied in order to deflate the balloon without success. The physician was able to remove the entire balloon system from the patient's body while partially inflated at approximately 6-10 atmospheres. The procedure was successfully completed with another of the same device. No patient complications were reported and the patients status is stable.